Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare failed to cut the polyp and became embedded on the patient¿s tissue. The embedded loop was reported to have caused a perforation of the colon. The procedure was completed with another captivator small hexagonal snare. Reportedly, the patient was scheduled for surgery on (B)(6) 2015.

Manufacturer narrative:
Investigation results: visual evaluation of the returned product found no anomalies. Functional testing was performed, and the device passed the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 11.4 ohms, within manufacturing specifications. The complaint that the device failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare failed to cut the polyp and became embedded on the patient's tissue. The embedded loop was reported to have caused a perforation of the colon. The procedure was completed with another captivator small hexagonal snare. Reportedly, the patient was scheduled for surgery on (B)(6) 2015.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.